Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was intermittent function and lack of power with the laser. Timing of the event and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The laser is no longer manufactured. Therefore, service could not be provided. The system was manufactured on april 18, 2006. Based on qa assessment, the product met specifications at the time of release. This system is no longer manufactured and no servicing was completed. Therefore, the root cause remains inconclusive. The manufacturer internal reference number is: (B)(4).